Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced insufficient blood circulation in punctuated leg. Explantation impella and vascular surgery. The patient outcome is reported as stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: g4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Vascular dissection: the cause of the vascular dissection was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.